Event description:
During the surgery, the resigth module was dis-engaged from its base, and fell off. The resigth module has been giving the users a hard time for a while, problem was reported to zeiss multiple times and the final result was that it is within manufacturer's specs. We were able to accommodate the need in the operating room by re-attaching the module and allowing the surgeon to complete his surgery successfully.